Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture of seven proglide devices was not captured, the suture broke and became loose when the plunger was removed. The suture of one proglide device was successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional six (6) proglide devices referenced are filed under separate medwatch report numbers.